Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 4.5mm to occlude the vessel. The occlusion balloon held pressure for about 45 seconds, then the physician noticed that the occlusion balloon was slowly deflating. The physician removed the device from pt.